Event description:
It was reported that water leaked from the tube of the foley catheter on the day of use . Per follow-up information received from ibc on 16may2022, stated that it was unknown whether the tube refers to catheter or drain bag or syringe or another component of tray. But it looks that there was a crack in the catheter from the photo .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used meter drainage bag with inlet tube, sample port connector, catheter and tes. Visual inspection of the sample noted attempted to inflate the catheter balloon and observed a pin hole leak measuring (0.012") and measuring (0.4135") from the trifurcation. This is out of specification per procedure which states, "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap without cuts, holes or tears on the inflation arm. Also noted the blue luer and stem housing misaligned on sample port connector. A potential root cause for this failure mode could be ¿incorrect molding of either the inflation valve or retention cap¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter.¿ the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the tube of the foley catheter on the day of use . Per follow-up information received from ibc on 16may2022, stated that it was unknown whether the tube refers to catheter or drain bag or syringe or another component of tray. But it looks that there was a crack in the catheter from the photo. Per follow-up information received from ibc on 26may2022, stated that the crack was confirmed from the photo but it was unknown if water leaked from it or not